Event description:
It was reported that a patient admitted in 2020, after a motorcycle accident and radiographic images revealed acute complex comminuted distal humerus fracture extending to the elbow joint. In 2020: an internal fixation of left distal humerus was performed. Intraoperative notes indicate no complications. A 4.0 mm cannulated screw was placed to hold distal articular surface together, a posterior plate with locking and nonlocking small fragment screws were implanted. Then a medial plate over medial humerus with locking and nonlocking screws were implanted. The total products implanted was 2 plates and 19 screws. The olecranon osteotomy was reduced and repaired with a 7.3mm cannulated screw. In 2020: the patient was assessed, educated, and cleared for discharge by additional healthcare providers. In 2020: the patient felt a pop while doing his exercises. X-rays obtained in 2020, demonstrate hardware in place but medial plate has fractured at the fracture site just below the nonlocking screw. Also, there were signs of displacement of the olecranon osteotomy on radiographic imaging. In 2020: a revision surgery was performed. Intraoperative notes report removal of olecranon screw, the medial plate and screws (unknown qty of screws removed). A new medial plate was implanted with new locking and nonlocking screws (total products implanted 1 plate and 10 screws). The olecranon osteotomy was reduced and repaired with 18-gauge steel wire (non-synthes) and non-synthes tension band wires. No intraoperative complications reported. Radiology test post op indicates good radiographic result and no evidence for complication. After evaluations, the patient was discharged the same day. In 2021: it was reported that the patient was walking with his dog and tripped and fell onto a rock landing on his left elbow. He had mild discomfort and pain with swelling and difficulty with range of motion. The patient's injury occurred in 2021. The record reports the patient was noted to have a broken screw through the condyles which was not removed. Radiographs reveal a broken tension wire and bent k-wires (both non-synthes) with displacement of the proximal olecranon piece. Noted is the broken screw which was unchanged. The humeral plates were intact without any abnormality. There was a large amount of interval healing of the humeral fractures. In 2021: an olecranon open reduction internal fixation (orif) was performed. Intraoperative notes indicated wires were removed from the previous orif and new plate with locking and non-locking screws were implanted (total products were 1 plate and 9 screws). No complications noted. The patient was discharged home. In 2021: during the post op follow up appointment, patient reported doing well with minimal pain and described some numbness. Radiographic imaging reveals 1 proximal screw backed out of olecranon (the most proximal screw) approximately 4mm out of the plate. In 2021: the intraoperative notes; the 1 loose screw was removed. There were no complications noted. The patient was discharged home on the same day. This report reflects information received from the FDA in the form of a notification per 803.22. A 70.0mm tension band kit (part number tb-1570k-s, batch number 464219) was the only product verified as an acumed product.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. However, manufacturing and inspection records were reviewed, and no anomalies were found for the 70.0mm tension band kit (part number tb-1570k-s, batch 464219). Based on the information received, the root cause could not be determined.